Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ""???", "no readings", "sensor error", "wait up to 3 hours", "brief sensor issue" or hour glass for over 1 hour" occurred. The patient's parent who reported the event did not know all the details as she was only informed about the facility where the patient lives about the event. An unknown time after the sensor error the patient went to the hospital with ¿very high values¿, but no blood glucose reading was reported from the event. The patient did not experience symptoms at that time, but an ambulance was called by the facility where the patient lives. The parent did not remember any type of treatment that would have been given but stated that the patient got discharged after spending more than 24 hours in the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.